Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the air/water flow system had issues due to a clogged nozzle. In addition, it was noted, the bending section glue was worn out, the light guide rod lens were cracked, the charge-coupled device cover lens was slightly scratched, the celling plate-plate was deformed, the switch 1 button rubber was pierced but leak-free and the angulations were out of specification. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had an angulation issue in the up direction. Upon inspection and testing of the returned device, a clogged nozzle was discovered. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the clogging of the nozzle caused by insufficient cleaning found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
According to the reporter, the event occurred during a therapeutic procedure. There was a delay of at least 30 minutes while the patient was under sedation (rapifen/dormicum). The procedure was completed using another device. The patient was in a lot of pain because the procedure was performed 2x and it was a difficult examination. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.